Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that they were having issues with the central nurse's station (cns) having patient data intermittently disappearing with random sectors. They explained that the nursing staff had called them to let them know that the issue with data being missing was only happening with one sector. There is no error on the sector to indicate communication loss or signal loss. It was just blank. They can usually correct it by discharging and readmitting the patient. Technical support (ts) advised them to try to reboot the cns, especially, if it has not been rebooted within the last 90 days. They rebooted the cns, and it resolved their issue. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that patient data was intermittently disappearing on random sectors at the central nurse's station (cns). There was no comm loss or signal loss error message displayed. Technical support (ts) advised them to try to reboot the cns, which resolved the issue. No patient harm was reported. Investigation summary: the issue of patient data disappearing from the cns was resolve after the customer reboot the system with instruction from ts. The owner's manual for the cns states that regular rebooting of the system within 90 days of the last reboot is required to protect the system from instability. The root cause is likely related to use error and user education. As the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. The following fields contains no information (ni), as an attempt to obtain the information was made, but not provided. Attempt #1. 12/13/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded with complaint details, but did not have concomitant device or patient information.

Event description:
The biomedical engineer (bme) reported that patient data was intermittently disappearing on random sectors at the central nurse's station (cns). There was no comm loss or signal loss error message displayed. No patient harm was reported.